Manufacturer narrative:
Qn#(B)(4). Returned for investigation was an ac3 cpm board. The sample was returned in a cardboard shipping box, further enclosed in an esd bag. Visual inspection of the returned sample was performed. No abnormality was noted. The returned cpm board was installed into a known good ac3. The pump powered up successfully. All voltages were within specification. Pumping was initiated and ran successfully for over 30 minutes using the hard keys. A high priority alarm was purposefully generated by kinking the helium pressure tubing and the pump correctly detected the alarm criteria, stopped pumping, corner switch led illuminated, alarm tone generated, and the alarm strip printed out. The system had a normal response to the hard keys. Each hard key was pressed multiple times (wait for more than 30 seconds on each press); and the pump properly issued a system error 7 alarm. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "system error 3" is not confirmed. The returned cpm board passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "system error 3 reported by the customer. Therapy has been completed replacing the pump with another available pump. No adverse patient condition reported by the customer".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "system error 3 reported by the customer. Therapy has been completed replacing the pump with another available pump. No adverse patient condition reported by the customer".